Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to be stuck in the "preparing to prime" loop. Customer was advised to hold down the act button until the second series of beeps was received or number appear on display screen. Customer did not receive beeps nor numbers. Customer received a compromised forced sensor alarm during priming. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump received with loose/protruded drive support disk, minor scratched display window, cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window and broken belt clip slot. Compromised force sensor system during basic occlusion test due to loose/protruded drive support disk. Pump passed idle current test, run current test, displacement test and rewind. Unable to perform self test, off no power test, unexpected restart error test, occlusion test, prime/a33 test and excessive no delivery test due to compromise force sensor system alarm.